Event description:
Reportedly, this instrument closed down and upon trying to open, it would not open. The surgeon "carved" the instrument out of the tissue. The pt lost 1 unit of blood. Pt status okay. Procedure: right upper lobectomy.